Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported complained insulin pump and is over delivering and under delivering insulin at different times. The customer did not troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed displacement test, operating currents, selftest, off no power, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Motor passed motor test. No motor error alarm. Pump passed the dat at 0.0855 inches. Unit was programmed with multiple bolus deliveries and monitored with a water filled reservoir. All bolus delivered completely with their indicated amounts with water exiting the infusion set and all boluses were properly recorded in the bolus history screen. No bolus anomaly noted. Unit received with cracked reservoir tube lip.